Event description:
When asked "since your last refill, have you been hospitalized or had any changes in your medications, allergies, or medical conditions?" Per patient (exact patient quote including spelling): yes; heart failure. Staring gemtesa 75mg (B)(6) 2025. And jardiance on (B)(6) 2025. No further information able to be obtained.